Event description:
It was reported that during the implant procedure the guidewire could not insert fully into the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. Product event summary: the guidewire was returned, analyzed and the stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. (B)(4).